Event description:
The customer reported that the 9900 system locked up with a communication error during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.